Event description:
Per the clinic, the patient experienced an infection at the abutment site which spread to his skull. A revision surgery was performed to excise part of the skull. It is unknown if the implant was removed.